Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic low anterior resection procedure, the device was unable to close and the anvil could not be tilted after firing. Replaced with a new device to complete the procedure. There was no patient injury.